Manufacturer narrative:
(B)(4).

Event description:
Valiant stent grafts were implanted in patient for endovascular treatment of type b thoracic aortic dissection. Pre-implant screening showed that the proximal false lumen started in zone 3 and extended to the descending thoracic aorta. The false lumen was partially thrombosed. It was reported that follow up CT scan done showed that the false lumen at the level of the stented segment of the aorta and false lumen distal to the stented segment of the aorta have completely thrombosed. A follow up CT scan done showed there was retrograde progression of dissection. The false lumen distal to the stented segment of the aorta was patent. There was false lumen perfusion from the new entry tear distal to the stent graft. The patient received secondary intervention where an additional valiant stent graft was implanted distally. Embolization was also done for an evolutive visceral aneurysm. The investigator assessed the dissection was not related to the device but related to the procedure. The aortic dissection was reportedly resolved. The patient was discharged. No additional clinical sequelae was reported and the patient is fine.